Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since there was no information of the device abnormality, and it had been confirmed that the subject device had no abnormality by the inspection, omsc surmised that this issue was caused by other than the subject device. Moreover, since the facility did not provide the information regarding the procedure, omsc could not make any further inferences. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information in h7/h9. A formal investigation was initiated to investigate the root cause. This report is also being submitted to correct the initial with information inadvertently left out.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s further investigation results. Based on the results of the investigation, it was determined that the patient¿s reported subcutaneous emphysema was unaccompanied by excessive pressure. However, the reported event may be related to multiple root causes. Also, h7 has been corrected to "repair". H6 code has been corrected to include code "4111" that was inadvertently not included in the previous submissions.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic hernia repair procedure using the subject device, the user felt that the cavity pressure was higher than the set pressure. There was no information regarding the error. The user completed the procedure using the subject device. After the procedure, the user found that the patient developed multiple subcutaneous emphysema. For three days after, the wound healed and the subcutaneous emphysema disappeared, the patient was discharged. The user inspected the subject device before the procedure. The user facility did not provide other detailed information.